Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient has experienced weight loss resulting in their skin becoming thin and causing a prominent edge along the header of this implantable cardioverter defibrillator (ICD). Subsequently, a pocket revision was performed with submuscular placement of the ICD which remains in service. No additional adverse patient effects were reported.